Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 26 april 2021. [Conclusion]: the healthcare professional reported that during the procedure, the marker band for detachment on the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30490122) was not able to be aligned with the proximal marker of the concomitant microcatheter. It was reported that ¿even when it was not aligned, (still the marker band was positioned in the proximal location.)¿ the coil had been fully deployed into the aneurysm. There was no procedure delay as a result of the reported issue; it was reported that the device was removed easily without additional intervention and the procedure was successfully completed. No patient adverse event nor complication was reported. On 26 april 2021, additional information was received. The information indicated that the complaint device was used in a coil embolization procedure that was targeting an aneurysm on the anterior communicating artery (acom). The information indicated that the marker band for detachment on the 1.00mm x 2.00cm galaxy g3 mini coil did not come off of the device into the patient. The marker band for detachment moved out of position; it moved approximately 1 cm from the proximal marker band. The deployed embolic coil was detached and implanted in the target aneurysm. It was reported that the embolic coil was ¿deployed well into the aneurysm and detached safely.¿ there was no damage noted on the device packaging. The device positioning unit (dpu) is not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30490122) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Additional information received indicated that the marker band for detachment on the complaint coil did not come off the device; it did move approximately 1 cm out of position from the proximal marker band, but the deployed coil was safely detached and implanted in the target aneurysm. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: d.6.a, g.3, g.6, h.2, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during the procedure, the marker band for detachment on the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30490122) was not able to be aligned with the proximal marker of the concomitant microcatheter. It was reported that ¿even when it was not aligned, (still the marker band was positioned in the proximal location.)¿ the coil had been fully deployed into the aneurysm. There was no procedure delay as a result of the reported issue; it was reported that the device was removed easily without additional intervention and the procedure was successfully completed. No patient adverse event nor complication was reported. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30490122) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the marker band for detachment on the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30490122) was not able to be aligned with the proximal marker of the concomitant microcatheter. It was reported that ¿even when it was not aligned, (still the marker band was positioned in the proximal location.)¿ the coil had been fully deployed into the aneurysm. There was no procedure delay as a result of the reported issue; it was reported that the device was removed easily without additional intervention and the procedure was successfully completed. No patient adverse event nor complication was reported.